Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient ((B)(6) kgs) underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac arrest, asystole, and ultimately death. It was reported that the patient suffered an injury. They mapped the premature ventricular complex (pvc) to the left coronary cusp. They ablated and the pvc went away, then the waiting period started. They were asked to check ventricular stimulation during this time to see if they had inducible ventricular tachycardia. They started pacing and the patient went bradycardic and then into asystole. The physicians called a code and manual compressions were done for approximately 40 minutes and the patient was intubated. The patient was then put on extracorporeal membrane oxygenation (ECMO). At the time of the call, the patient had coded a second time and was transferred to the intensive care unit. Using an intracardiac echocardiogram and transthoracic echocardiogram, they checked for effusion, and none was found. There was no dissection of the artery noted. Then dye was shot into the coronary artery to look for damage, but the bwi sales consultant was asked to leave the room before the result of that test was available. No more information was available after the patient was transferred to the intensive care unit. Additional information was later received indicating the patient required extended hospitalization because of the adverse event. She was transferred to the intensive care unit (ICU) where her family withdrew care the next day. The patient date of death was (B)(6) 2022. The physician¿s opinion on the cause of this adverse event is that the physician believes the patient had some other issues unrelated to the case. He mentioned her left ventricular (lv) function being very low, and that she was supposed to get a heart catheterization but never did. She may have had thinning coronaries etc.

Manufacturer narrative:
It was reported that a 42-year-old female patient (138 kgs) underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac arrest, asystole, and ultimately death. It was reported that the patient suffered an injury. They mapped the premature ventricular complex (pvc) to the left coronary cusp. They ablated and the pvc went away, then the waiting period started. They were asked to check ventricular stimulation during this time to see if they had inducible ventricular tachycardia. They started pacing and the patient went bradycardic and then into asystole. The physicians called a code and manual compressions were done for approximately 40 minutes and the patient was intubated. The patient was then put on extracorporeal membrane oxygenation (ECMO). At the time of the call, the patient had coded a second time and was transferred to the intensive care unit. Additional information was later received indicating the patient required extended hospitalization because of the adverse event. She was transferred to the intensive care unit (ICU) where her family withdrew care the next day. The patient date of death was (B)(6) 2022. Device investigation details: on 29-aug-2022, additional information received indicates that the device is not available for return, therefore, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30721365l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).